Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown. The insulin pump is replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor anomaly. No moisture damage noted at electronic assemblies per our visual inspection. The insulin pump was received with minor scratches on the lcd window, reservoir tube window, cracked case at the display window corners, cracked case at the reservoir tube window corner and broken belt clip slot.